Event description:
Customer reported receiving an error message upon test strip insertion from their freestyle freedom lite meter. Customer reported experiencing symptoms of hyperglycemia, hot flashes and dizziness. Customer reported going to green brach memorial hosp where she was being diagnosed with severe hypoglycemia and treated with insulin. It is noted that the reported diagnosis is inconsistent with the treatment given. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.